Event description:
It was reported that when the lead was tested during a generator changeout, the hv lead impedance was less than 10 ohms. Real-time measurements were also inconsistent. The device was programmed off until the lead could be capped two days later.

Manufacturer narrative:
Na